Manufacturer narrative:
The investigation for the reported introducer damage and limb ischemia has been completed. The introducer was not returned for evaluation. Clinical details states that patient had calcified vessels and dilation was not done prior to pump insertion. Upon pump insertion, the sheath buckled during insertion. The root cause of the introducer damage issue was patient condition related to small/ diseased vessels. The root cause of the limb ischemia could not be determined without additional clinical details. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.

Event description:
The user facility reported a 71-year-old female noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During insertion of the impella device, the 14 french peel away sheath was used with the dilator requiring enough force to insert that the sheath kinked on itself like an accordion. A second sheath was placed and went in with slightly more ease. However, the sheath stuck out about three centimeters and would not advance further due to the patient¿s vessel calcification. The pump was successfully placed. However, it was further reported that the impella pump was weaned and removed because the patient¿s leg was ischemic.